Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Tandem technical support educated the customer to perform a reset to resolve the issue but the customer was unable to finish troubleshooting. Multiple attempts were made to follow up with the customer but no response was received.